Event description:
Clinical study. It was reported that 158 days after a coronary drug eluting stenting treatment procedure, the patient expired. The index procedure treated a 3.5x16mm, 90% stenosed, mildly calcified lesion in the mid left anterior descending artery (mid lad) with successful placement of a taxus liberte' 3.50x 20mm drug eluting stent. The post procedure target lesion had 0% diameter stenosis. The patient was discharged 2 days later on aspirin and plavix. At 158 days after the initial procedure, the patient expired. The cause of death was sepsis by pneumonia. In the opinion of the physician, the death was non cardiac and unrelated to the taxus liberte' stent. At the time of this event, the patient was taking aspirin, plavix and ticlopidine. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.